Event description:
The patient experienced a shocking/jolting sensation at the neurostimulator site. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).